Event description:
During a cryoablation procedure, a polarsheath steerable sheath was selected for use. It was reported that after removing the dilator from the polarsheath, a lot of bubbles appeared in portside of sheath. Procedure was completed but it is not very clear if the procedure was completed with the original device used after bubbles aspiration or if the device was replaced. No patient complications reported. Product has been returned for analysis.

Manufacturer narrative:
The polarsheath was visually inspected for any defects that would result in visible/air bubbles seen in the field. The hemostatic valve was found to have a large tear. This tear likely resulted in the polarsheath leaking. The sheath was leak tested, and the sheath passed all standard testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing.

Manufacturer narrative:
Corrections: evaluation conclusion code updated from d02: cause traced to component failure to d0301: manufacturing deficiency. Component code updated from g07001: part/component/sub-assembly term not applicable to g04135: valve(s). The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. Visible blood was seen on the outer surface of the hemostatic valve. A tear was also observed which would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested in attempt to recreate the visible air/bubbles allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard manufacturing testing.

Event description:
During a cryoablation procedure, a polarsheath steerable sheath was selected for use. It was reported that after removing the dilator from the polarsheath, a lot of bubbles appeared in portside of sheath. Procedure was completed but it is not very clear if the procedure was completed with the original device used after bubbles aspiration or if the device was replaced. No patient complications reported. Product has been returned for analysis.

Event description:
During a cryoablation procedure, a polarsheath was selected for use. It was reported that after removing the dilator from the polarsheath, a lot of bubbles appeared in portside of sheath. Procedure was completed using original device. No patient complications reported. Product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.